Manufacturer narrative:
459878 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain at the cardiac resynchronization therapy pacemaker (crt-p) implant site and the crt-p exhibited invalid trend data. The crt-p remains in use. No further patient complications have been reported as a result of this event.